Manufacturer narrative:
Concomitant medical products: dtma1qq crtd, implant date: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was not capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.